Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred to the 3.00x20mm taxus liberte stent and the stent could not be implanted. Additional information was requested, but not obtained.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Product unavailable for analysis.